Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient mentioned that the ins was dead and that they also got a message to scan or locate the communicator serial number. The reason for call was pt reported inability to turn stimulation back on and stated that the manufacturing representative (rep) the rehabilitation facility declined to assist without nurse involvement. Pt reported severe pain and stated that the implant (ins) had not been working for almost two weeks. The representative mentioned they were not allowed to touch the patient and instructed them on how to charge the implant. Patient could not reach their back. Pt stated that prior to calling patient services, the rep and a nurse were able to begin charging the implant with good connection. During the call, when pt accessed the recharger application, pt reported a not found message. Additional information received from a healthcare provider (hcp) indicated that the patient is having issues with it holding a charge. The hcp believed the patient was referring to their ins but wasn't sure. Caller stated the patient came to the nursing facility last wednesday and device was working but stopped working over the weekend. Caller also mentioned the patient needed a belt to hold the recharger over their back. Agent redirected patient to call patient services and also transferred caller to nas to page a rep to assist. A request was sent to repair to sent the patient a recharging belt. Additional information received from the rep on 2026-05-13 indicated that the patient continues to have issues connecting to the ins and it holding a charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Ins was implanted on (B)(6) 2026. Pt was not yet registered in the system. The reason for call was that the handset was not coming on. Pt said that they were on group a but their ins needed to be charged. Pt then said that the settings were lost and that they didn't know how to use the external equipment to charge the ins. Agent tried to review information with the pt, however pt wanted agent to send someone out to them for in-person assistance. Agent reviewed ps/rep/hcp roles with the pt. Agent redirected pt to hcp but also kept offering over-the-phone assistance. Pt said that they were in a nursing home and that they had some equipment there but the rest of the equipment was at their house. Agent reviewed how to charge the wireless recharger and ins; however, agent was unable to further assist the pt due to lack of equipment and pt's unwillingness to do things over the phone.